Manufacturer narrative:
Plant investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the serial number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the hemodialysis (hd) machine in question was not known. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Event description:
Information obtained from a recall notice stated that a home hemodialysis (hd) patient expired in their home on (B)(6) 2007. No additional information was provided. Follow-up information with the patient's associated hd clinic was requested; however, no further information regarding the patient or the circumstances surrounding the patient's death was available.